Event description:
Customer reported that there were frequent battery changes, that the down arrow button was stuck and that the base of the battery casing was discolored. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.